Event description:
The blood bag used with the cbc had a leak and could not be used for reinfusion. As a result, the pt received a blood transfusion with blood from a blood bank.

Manufacturer narrative:
Device not returned for eval.